Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. Shortly after powering on the display shuts down and 10 beeps are heard. With this condition the device was unable to operate for more than a minute, the 10 beeps alarm looped continuously until the device was shut down. The u21 (current limiter ic) component on the instrument board was found to be defective. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported it turns off 5 minutes after boot up. No patient impact or consequences reported.